Manufacturer narrative:
The tech determined that the communication cable was not plugged into the wall. When the tech plugged the communication cable into the wall port, the device operated according to specifications. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the nurse call will not send a signal to the nurses station.